Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite, confirmed that the system powered on normally, performed a shutdown and restart to verify proper operation, and verified that all power sources were functioning correctly with the ups showing a 95% charge. The system was confirmed to be performing according to specifications, and no failure was found. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The patient's examination was rescheduled. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.